Event description:
A technician reported that an opthalmic gas tank was noted to be empty near the end of a procedure. There was no impact to pt. An alternative opthalmic gas was used to complete the procedure.

Manufacturer narrative:
No sample has been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).